Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error and failed battery alarm. Customer's blood glucose value was 100 to 180 mg/dl and blood glucose was 176 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification .device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error . The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test noted during testing or in the insulin pump trace download. Software error detected found in the pump history problem isolated to electronic assemblies.